Event description:
It was reported to philips that the device was not charging the installed battery due to a faulty ac power module. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.